Manufacturer narrative:
Per the clinic the device was explanted on (B)(6) 2025, due to previous reported issue. The patient was reimplanted with another cochlear device during the same surgery.

Manufacturer narrative:
Device analysis report attached.

Manufacturer narrative:
Per the clinic, the patient was hospitalized and underwent revision surgery on (B)(6) 2025. During the procedure, the patient was placed under general anesthesia, and debridement with a pericranial flap for the implant and scalp rotation was performed, and finally, an artificial flap was added. Following surgery, the patient was treated with antibiotics (type and specific date not reported); however, the wound has not healed and the infection persist. The patient remain implanted. It is unknown if there are plans to explant the device and to reimplant the patient with a new device as of the date of this report. Additional information has been requested but it has not been made available as of the date of this report.

Event description:
Per the clinic, the patient experienced an infection at incision site and subsequently underwent skin flap revision surgery (date not reported). However, the issue did not resolve and exposure of the receiver/stimulator was followed. Additional information has been requested but it has not been made available as of the date of this report.